Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose. Their blood glucose level during the incident was 37 mg/dl. The customer also reported a high blood glucose level of 230 mg/dl. The device passed the audio test during the call, however, the customer reported that the audio alerts were intermittent. The customer was treated for their low glucose levels with glucose and their high glucose levels with the pump. Details regarding symptoms their low and high blood glucose levels were not provided. It is unknown whether auto mode was used at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within specification. Insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures alarm noted during testing or listed in pump history.